Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 0.58ng/ml for one patient. Repeat testing and subsequent samples from this patient all resulted in the normal reference range. The erroneous result was reported out of the lab. Due to the elevated accutni result the patient was admitted to the ICU for observation. However, there were no reports of death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up will be filed once the investigation. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
Returned transmitter (B) (4) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Event description:
While performing an investigation on a customer's returned freestyle navigator transmitter, a crack was observed on the lower housing near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.